Manufacturer narrative:
Additional information: b3, b5, b7 . B3: it was confirmed that the onset date of peritonitis is 08-nov-2024 and diagnosis date is unknown. B5: upon follow-up, the patient was discharged from the hospital after five days. It was reported that the patient "had suspected peritonitis only, not experienced peritonitis at all". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by yellowish/cloudy pd effluent, vomiting and constipation. The cause of the events was unknown. The patient was hospitalized and treated with meropenem injection (1gm, intraperitoneal, once daily, discontinued after 14 days) and vancomycin injection (1gm, intraperitoneal, once in every 3rd day, discontinued after 14 days) for suspected peritonitis. At the time f this report, the patient has recovered from all the events. Pd therapy was ongoing. No more additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.